Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, while closing the cuff, the device¿s needles disengaged off into the patient. In order to resolve the issue, looked for two (2) hours, and ended up opening patient to find it. As a result, surgical time extended for more than 30 minutes due to the product problem and an x-ray was performed to locate the component and retrieved. Patient was alive.